Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a p3 flail for a mitraclip procedure. During the procedure, the clip became caught on the posterior-3 flail during steering. Troubleshooting was preformed unsuccessfully and the clip was implanted to avoid potential tissue damage. An additional mitraclip was successfully implanted and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught on anatomy) appears to be related to patient morphology/pathology due to the posterior flail. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed with where it was caught. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.